Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient exposed to poor source environment/source of water which led to peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. On an unknown date, the unspecified antibiotic therapies were discontinued. At the time of this report, the patient had not yet recovered from peritonitis. On an unreported date, the pd therapy was discontinued and the patient was transferred to hemodialysis (hd). No additional information is available.